Manufacturer narrative:
Additional info b5: medtronic received additional information that the sponsor has deemed the adverse event as not related to the penditure clip or delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information through the clip-it clinical post-market study, that following a procedure involving use of the penditure clip on (B)(6) 2024, the customer reported that the patient had a complete heart block. The patient was presenting with asymptomatic complete heart block with junctional escape rhythm. They were admitted on (B)(6) 2024 for a permanent pacemaker (ppm) implant. They were subject to a new hospitalization. On (B)(6) 2024, they were successfully treated with an implantable cardiac rhythm device. The adverse event was deemed by the site as not related to the penditure delivery system device. The adverse event was deemed by the sponsor as possibly related to the clip and as not related to the penditure delivery system device. The end date of the hospitalization was on (B)(6) 2024. The outcome of the adverse event is recovering/resolving with sequelae. Medtronic received additional information that the implant procedure required the administration of IV antibiotics for prophylaxis purposes.

Event description:
Medtronic received information through the clip-it clinical post-market study, that following a procedure involving use of the penditure clip on (B)(6) 2024, the customer reported that the patient had a complete heart block. The patient was presenting with asymptomatic complete heart block with junctional escape rhythm. They were admitted on (B)(6) 2024 for a permanent pacemaker (ppm) implant. They were subject to a new hospitalization. On (B)(6) 2024, they were successfully treated with an implantable cardiac rhythm device. The adverse event was deemed by the site as not related to the penditure delivery system device. The adverse event was deemed by the sponsor as possibly related to the clip and as not related to the penditure delivery system device. The end date of the hospitalization was (B)(6) 2024. The outcome of the adverse event is recovering/resolving with sequelae. Medtronic received additional information that the implant procedure required the administration of IV antibiotics for prophylaxis purposes. Medtronic received additional information that the sponsor has deemed the adverse event as not related to the penditure clip or delivery system.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.